Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 28-oct-2022. H6: investigation summary: seventy four sealed 32g x 4mm pen needle samples were returned from lot. No. 1160325 along with sixty sealed 32g x 4mm pen needle samples from lot. No. 0119879. Visual examination was carried out on 30 samples from lot. No. 1160325 and 30 samples from lot. No. 0119879 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that the bd accu-fine® pen needles breaks during use. The following information was provided by the initial reporter, translated from french to english: needles break during use.

Event description:
It was reported that the bd accu-fine® pen needles breaks during use. The following information was provided by the initial reporter, translated from french to english: needles break during use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0119879 (invalid lot #). Medical device expiration date: na. Device manufacture date: na. Medical device lot #: 1160325(invalid lot #). Medical device expiration date: na. Device manufacture date: na.